Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure due to infection at her midline incision site. Symptoms of redness, swelling and fever were noted. The patient was prescribed antibiotics. It was also noted that the infection was device related and not procedure related.

Event description:
A report was received that patient had discharge coming from the lead site.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that patient had discharge coming from the lead site.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that patient had discharge coming from the lead site.

Event description:
A report was received that patient had discharge coming from the lead site.